Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 485 mg/dl at time of incident and current blood glucose was 368 mg/dl. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with insulin pump. The customer had symptoms such as stress. The customer does not allege pump was under delivering. The customer was advised to monitor. The insulin pump will not be returned for analysis.